Event description:
It was reported that during a scheduled follow-up, measure- ments were not within range. X-ray was ordered. A perforation was observed. The lead remains implanted. The patient's condition was good at the time of the event and after the event.

Manufacturer narrative:
Na